Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. A receiver test was attempted, and failed unable to perform. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. It was reviewed that the receiver was shut down by the user. The reported event of initializing screen without manual restart was not confirmed because the receiver was shutdown manually prior to perpetual rebooting. A root cause could not be determined. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.